Manufacturer narrative:
(B) (4). (B) (4). The second rx xience v 3.0 x 23 mm (part#1009529-23/lot#9031061) mentioned is being filed under the same MFR number. In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Further, these pt effects along with hospitalization, are listed in the no fault risk assessment as no-fault post-procedure complications. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2009, the pt underwent stenting of the pre-dilated proximal circumflex artery with two xience v stents along with stenting to the pre-dilated right posterior descending artery with one xience v stent. On (B) (6) 2010, the pt experienced recurrence of effort angina. The pt was hospitalized on (B) (6) 2010, percutaneous coronary intervention was performed, results not reported. The pt underwent percutaneous coronary intervention to the proximal circumflex artery on (B) (6) 2010. The pt was discharged on (B) (6) 2010. There is no additional event or pt info available.